Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. The customer's current blood glucose is 600 mg/dl. The customer also reported other blood glucose level such as 500 mg/dl. The customer treated high blood glucose with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer reported that the insulin pump had under delivery. Customer reported that the drive support cap was normal. The insulin pump failed high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08690 inches. The no delivery alarm functioned properly and audio alarm could be heard during the basic occlusion and occlusion tests. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).